Event description:
Customer reported that she is getting alarms and she is unsure why. Customer's blood glucose was 190 mg/dl. Troubleshooting occurred and the insulin pump passed the self-test. Customer changed the alert type to vibrate and the insulin pump continued to beep. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.